Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that inappropriate atp therapy was delivered during an svt. The patient did not report any symptoms. It was also reported that nonsustained lead noise episode detections due to intermittent ventricular undersensing during atrial pacing was also seen on the same transmission. The device was reprogrammed.